Event description:
The patient's mother reported that the keypad buttons required multiple presses for the pump to report and thinks that the keypad was also peeling, but was not able to confirm. The pump reportedly has not been exposed to water. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusion can be drawn at this time.